Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the clips did not form correctly. The clips were scissored, cutting the vessel they were intended to control. The artery that was severed was meant to be cut as part of the procedure. No clips fell into the cavity of the patient. The procedure was converted to open and the damage was controlled with suture.

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: the endoclip severed the patients' artery instead of ligating it. Resulted in significant blood loss of 1000 ml and needed to be converted to an open procedure. The blood loss did not require a transfusion. The surgical time was delayed by more than thirty minutes. The laparoscopic procedure started at 8:07 am until 8:44 am. Procedure was converted to open at this time and ended at 9:48 am. This delay had an affect on the patient. The current patient status is ok.